Event description:
During a laparoscopic hysterectomy procedure the surgery staff pulled a device to use during the case, but could not get it to work. Case completed with another device of the same product code. No patient consequence.